Event description:
Instrument was being used by surgeon when he indicated that there was a broken wire on instrument. Broken instrument removed from sterile fields and replaced with new instrument of a different kind.